Manufacturer narrative:
Batch review performed on 3 february 2022. Lot 187105: (B)(4) items manufactured and released on 06-dec-2018. Expiration date: 2023-nov-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional item involved in the event, batch review performed on 3 february 2022. Ball heads: mectacer 01.29.231h head biolox option ø 32 (k131518) lot. 187105 lot 187105: (B)(4) items manufactured and released on 06-dec-2018. Expiration date: 2023-nov-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2019. On (B)(6) 2019, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.